Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer reported that he received a result of 51 mg/dl and felt incoherent. The consumer administered that he could not recall the time line difference when his spouse tested the consumer using a competitors brand meter getting a result of 27 mg/dl. When the emts arrived they tested the consumer getting a result of 34 mg/dl on their unknown meter. The consumer alleges having control tested his test strips when they were opened and at the test strips control solution fell into range. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. This being reported as an adverse event under the FDA medwatch regulations. The meter and test strips will be returned for evaluation.